Event description:
It was reported right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on e1: initial reporter last name.

Event description:
It was reported right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported.